Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'error 345' was reproduced. A review of the event history log (ehl) revealed 'error 345' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream thermistor failure. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed error 345 (thermistor disparity) upon device power up in the intermediate 3 department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.